Event description:
Boston scientific received information that during a routine follow-up, this left ventricular lead appeared to be capturing the left atrium. It was suspected the lead had dislodged and a revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, this report will be updated.